Manufacturer narrative:
Additional information was received that the batteries were replaced as it failed the battery test during pm as the battery test only lasted 30 minutes. There was no reportable malfunction. Battery icon indicates amount of battery power remaining. The unit continuously monitors the battery capacity. As the battery depletes, the unit is designed to alarm, notifying the user of the reported condition. Pre-use checkout, as contained in the urm, confirms both that the power failure alarm is functioning correctly and provides an indication that the internal backup battery system is able to support proper device operation if needed. D4 primary UDI number was corrected.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(6).

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.